Manufacturer narrative:
Additional narrative: this report is for an unknown vertebral tr spacer 10 x 30. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was originally scheduled for a single level transforaminal lumbar interbody fusion. This report is for an unknown vertebral tr spacer 10 x 30.

Event description:
It was reported that a 2 level procedure was performed on (B)(6), 2014. Postoperatively an interbody spacer at one of the levels, has breached the annulus and the patient is complaining of leg pain. A portion of the spacer has protruded out of the disc space. No planned revision at this time. This is 1 of 1 report for (B)(4). This report is for unknown part/ unknown lot interbody spacer.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown date of event. Additional device info: this report is for an interbody spacer, unknown part/unknown lot. Explant date: device was not explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.